Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: first sampling date: (B)(6) 2024. Sampling from: all channels. Microbial name: champignons filamenteux, bacillaceae. Bacteria amount: 2 cfu. Bacteria detection location: all channels. Second sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: no germs detected. Review the customer provided cleaning disinfection and sanitization (cds) practices, it was confirmed that there were no obvious deviations from the reprocessing procedures from the instruction manual. The device was evaluated and based on the device inspection result, no abnormalities were confirmed in the areas related to the bacteria detection area. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing and confirmed after the first olympus culture test after reprocessing in accordance with instructions for use (IFU) before repair. Olympus then performed a second culture test after reprocessing in accordance with instructions for use (IFU) before repair and the results conformed to the regulation's recommendation. Additionally, a root cause of the observed forceps channel appearance defects could not be identified, however, no abnormalities were confirmed in the areas related to the bacteria detection area. The following is included in the device IFU: bf-uc190f has a cleaning manual, and the reprocessing method is described in the cleaning manual. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, that the ultrasound bronchofibervideoscope tested positive for 84 colony forming units (cfus) of unspecified microbes, it was not specified which channels were sampled. The device was sampled again on (B)(6) 2023ested positive for 39 cfus of unspecified microbes, it was not specified which channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
E1 address exceeded character limit. The full name is: (B)(6). The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.